Event description:
Affiliate reported that the device would not reprogram after implantation and needed to be replaced.

Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation a follow up report will be filed.